Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 550 mg/dl at the time of the most recent event. The customer declined to perform troubleshooting. Nothing further was reported.